Event description:
The customer reported the insulin squirted out during prime, and the device alarmed an error. Advised the caller that the insulin pump would be replaced. The blood glucose reading was 276mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube and scratched display window.